Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged guidewire is confirmed. One 0.018 in. Nitinol guidewire in a plastic hoop, one 5 fr dual lumen powerpicc, one 12 ml syringe, one scalpel, one 21 g introducer needle, two end caps, one 5 fr x 10 cm microintroducer, one statlock device in a pouch, and one hydrophilic stylet in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned guidewire. The core wire of the guidewire was observed to be broken and the distal tip of the guidewire was found to be missing. The coiled wire of the guidewire was observed to be unraveled slightly just distal to the transition between the core wire and the coiled wire. A microscopic observation revealed the coiled wire was tightly coiled and not unraveled just proximal to the break site, and the distal end of the coiled wire was observed to be bent slightly outward at the break site. The break in the coiled wire was observed to be angular and slight striations were observed on the fracture surface, which suggests the returned guidewire was damaged by a sharp instrument such as scissors or a scalpel. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that end-tip of guide wire is stretched when customer notice the faulty? ¿ prior/during/after used on patient? -it is unclear but not after used, maybe during.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One photo sample of the distal section of a guidewire was provided for evaluation. The distal end appears to be wavy with curves. The appearance of the distal end of the guidewire may be elongated; however, the condition could not be clearly determined from the image. No apparent kinks are noted on the visible section. The distal end of the wire could not be inspected for breaks. The condition of the guidewire prior to handling and use is unknown. Based on the photo sample provided, possible contributing factors include difficult insertion leading to bending and damage during handling. Since the guidewire was observed be slightly bent and wavy, the complaint is confirmed but the exact cause remains unknown.

Event description:
Iit was reported that end-tip of guide wire is stretched. When customer notice the faulty? ¿ prior/during/after used on patient? -it is unclear but not after used, maybe during.

Event description:
It was reported that end-tip of guide wire is stretched when customer notice the faulty? ¿ prior/during/after used on patient? -it is unclear but not after used, maybe during.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4508 showed no other similar product complaint(s) from this lot number. Device not returned.